Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mild de-novo difficulty emptying bladder. The patient was "discharged home with foley catheter". The catheter was "removed on (B)(6) 2014" and the patient's "voiding trial was successful". The patient had a follow-up visit on (B)(6) 2014 that "indicated no further retention since catheter removal". The event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported in relation to this event. Related to manufacturer report #: 2183959-2015-00377.